Event description:
The initial reporter stated there was an issue with the cobas infinity software. The name of a different patient appeared for sample information from a second patient. It was observed that on (B)(6) 2022, the cobas infinity software received data for patient identifier "(B)(6)" where the initials of the patient's name are "cdmm". On (B)(6) 2022, data was received from the same patient identifier "(B)(6)" but the initials of the patient's name were "(B)(6)." When investigating the trace log from cobas infinity it was possible to see samples that have been received and others that have been rejected.

Manufacturer narrative:
As the customer's system was not saving trace information, no further investigation was possible. The trace logs were not activated on the customer's cobas infinity software. The investigation could not identify a product problem. The cause of the event could not be determined.